Manufacturer narrative:
A2: age at time of event = over the age of 18 years old. Device evaluated by MFR: a 20 x 3.00mm promus elite mr stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement specifications. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00x20 promus elite balloon expandable stent was selected for treatment. The stent could not cross the mildly calcified right coronary artery. The stent was observed to be damaged. No patient complications were reported. It was further reported that the greater than 90% stenosed target lesion was located in a mildly calcified and mildly tortuous lesion. Predilatation was performed with a semicompliant (sc) balloon. It was noted that resistance was encountered while advancing the device, and the stent strut lifted while advancing the device. It was also noted that the haemostatic valve was fully opened to allow for passage of the stent, and the stent reached the lesion site. The procedure was completed with another stent. No patient complications resulted in relation to this event and the patient was reported to be stable.

Manufacturer narrative:
A2: age at time of event = over the age of 18 years old.

Event description:
It was reported that stent damage occurred. A 3.00x20 promus elite balloon expandable stent was selected for treatment. The stent could not cross the mildly calcified right coronary artery. The stent was observed to be damaged. No patient complications were reported. It was further reported that the greater than 90% stenosed target lesion was located in a mildly calcified and mildly tortuous lesion. Predilatation was performed with a semicompliant (sc) balloon. It was noted that resistance was encountered while advancing the device, and the stent strut lifted while advancing the device. It was also noted that the haemostatic valve was fully opened to allow for passage of the stent, and the stent reached the lesion site. The procedure was completed with another stent. No patient complications resulted in relation to this event and the patient was reported to be stable.

Manufacturer narrative:
Age at time of event = over the age of 18 years old.

Event description:
It was reported that stent damage occurred. A 3.00x20 promus elite balloon expandable stent was selected for treatment. The stent could not cross the mildly calcified right coronary artery. The stent was observed to be damaged. No patient complications were reported.